Event description:
It was reported that the air in-line alarms were triggered multiple times over several days. On some nights, the patient decided to turn off the pump. The pharmacist suspected the pump tubing, as other cases seem to indicate. There were no harm and no adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.